Manufacturer narrative:
E1: patient city: (B)(6) patient country: germany.

Event description:
Reference number (B)(4) event occurred in germany. It was reported that the patient faced infusion set tubing detachment event on (B)(6) 2026. The site of detachment was tubing connector. The site of insertion was upper buttocks. The patient was lying down at the time of the event. No further information available.